Manufacturer narrative:
There were no samples or images returned for review; however, a lot number was provided. A review of the device history records and inspection records was conducted and no similar concerns were found. Without the sample to review, a definite root cause and corrective action cannot be established. If the sample is returned at a future date, a follow-up report will be submitted with the device evaluation and conclusions.

Event description:
A double lumen l-cath 3.5fr had a longitudinal tear (crack) in the clear part of the extension under the blue plastic sleeve only after 4 days of use. When checked how it had been clamped, it was mostly clamped on the colored sleeve (by nurses, radiology and parents as this patient went home with the PICC). The issue was noticed when the patient had came in with a blocked lumen and the nurse proceeded in trying to flush and aspirate blood. She was unable to do either and noticed no leak at that time. She put some alteplase in the lumen and came back later to remove it and noticed the leak. The nurse then clamped the lumen below the crack and advised the doctor. The PICC was no longer used due to the crack. The PICC was rewired the next day for a new PICC.